Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a bard flat mesh occurred, however, medical records were received and a review of these records identified another event. Five years following the implant of the composix kugel mesh the pt underwent laparoscopic repair of a recurrent incisional hernia with a non-bard mesh, the repair did not include explant. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed a recurrence which is listed as possible adverse reaction in the product's instructions for use. The medical records do not indicate a device failure. Additionally, according to medical records the device is still implanted. Based on the info provided, no conclusions can be drawn.

Event description:
Based on a review of the medical records provided by the pt's attorney: on (B)(6) 2001, the pt underwent repair of an incarcerated epigastric hernia with a bard flat mesh. On (B)(6) 2004, the pt underwent an exploratory laparotomy, excision of the bard flat mesh and repair of a ventral hernia with a composix kugel hernia patch. On (B)(6) 2009, the pt underwent repair of a recurrent incisional hernia with a non-bard mesh.